Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2017.

Event description:
It was reported that the patient underwent a revision procedure wherein the implantable pulse generator was moved to a different position due to an unknown reason.